Event description:
Baxter received a report from a baxter technician stating bed articulations were moving on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The baxter technician found the thigh actuator needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2023. It is unknown if the facility performed any other preventative maintenance on this bed. A report of unintentional bed movement of the foot or knee would be unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. The end user should contact their facility-authorized maintenance person to send the bed for service/repair and has the option to replace the bed. The technician replaced the thigh actuator to resolve the reported event. Based on this information, no further action is required.

Manufacturer narrative:
Baxter is in the process of inspecting the centrella bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report from a baxter technician stating bed articulations were moving on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint: (B)(4).